Manufacturer narrative:
Upon retrospective review of complaint files, it was determined that this MDR should be filed. No indication of exposure to infectious materials. We are filing based on report of tetanus shot being given. The lot number is not available to perform a review of the device history record. A review of all reported complaints since 2004 confirms that the number of complaints reported of this nature remains low have not increased when compared to total unit sales.

Event description:
Facility reported that there was a needlestick with our product due to staff activating after they remove from the pt. Wants representative to come out and train staff on product.